Event description:
It was reported via a medwatch report from the patient that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted on (B)(6) 2022. The patient reported that at an unspecified time point in the procedure, a cardiac perforation occurred. The patient had a drain placed to treat bleeding in the heart sac and was placed in the intensive care unit (ICU). The patient was discharged home days later. The patient reported that since the implant procedure, they have returned to the emergency room (ER) numerous times and suffer with daily discomfort. The patient reported being in pain most days and must take prescription pain medications along with multiple medications.